Event description:
It was reported that the device exhibited an error alarm. The battery cover was opened and closed, the pump was turned on and restarted. The display read remove and reattach cassette. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: no product was returned however the pumps operators manual indicates that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states "if an error code appears, the pump should be removed from use and returned for service." The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual indicates that the pump will alarm for "no disposable" if a cassette is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.